Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Evaluation in progress.

Event description:
It was reported that the nse footswitch had a nick in the cord exposing bare wires during inspection at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The reported event, cable is damaged, was duplicated; it was confirmed the device cable was cut with exposed copper wires by the diagnostic technician through visual inspection. Cut cables can be the result of handling. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that the nse footswitch had a nick in the cord exposing bare wires during inspection at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.